Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed with a no disposable alarm and that air was noted in the tubing. The medication being infused was 5-fluorouracil (5-fu) with programmed rate at 2.2 ml per hour, the remaining volume was 10.3 ml, and volume given was 89.7 ml. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.